Event description:
It was reported that the foot control was displaying a double zero "o,o" error on the coblator when the wand was plugged in. No case reported; therefore, no patient was involved. As per investigation results, when plugging in the device it immediately activates the unit with nothing pressed. Pressing a pedal causes it to stop meaning one pedal is stuck.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. Visual inspection observed a rusted base and chassis. Functional evaluation revealed when plugging in the device it immediately activates the unit with nothing pressed. Pressing a pedal causes it to stop meaning one pedal is stuck on. The unit does not affect the functionality of wand detection which would be what changes the settings from 0/0. When this unit is plugged in with no wand attached which would be 0/0, the caution led will activate immediately. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause is associated with a component failure. Factors that could have contributed to the failure include damage sustained to the device, which could have been caused by running over with another portable object/machine, being stepped on or being dropped. No containment or corrective actions are recommended at this time.